Event description:
The metal cannula sleeve included in the mitek rigidfix kit, had broken off in the bone while removing the cannula sleeve from the bone. X-ray taken confirmed that all fragments were removed from the site. Contact reported no patient injury as a result of this situation. If this were to recur it could result in surgical intervention being required at the time of the event to prevent patient injury.